Event description:
It was reported that during preparation of a 2.75x18 rx vision stent delivery system, resistance was felt when removing the protective sheath. Upon removal of the sheath, the stent was observed to be loose on the balloon. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. Only the stent implant, stylet and yellow protective sheath were returned confirming the reported loose stent. The stent was either intentionally removed for return or was accidentally dislodged off of the balloon. The cause(s) of the protective sheath resistance and stent dislodgement could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the returned device analysis, there is no indication of a product quality deficiency. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.